Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 analyzer did not generate flags for one patient sample that demonstrated blasts and other immature cells by manual smear. The erroneous results were reported outside of the laboratory. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Qc before and after the event recovered within range. Root cause is that the blast suspect flag was triggered at the highest flagging sensitivity level, but the flagging sensitivity for ths instrument was set at mid level for blasts where no flags were triggered. Per labeling, beckman coulter suggests using all available options to optimize the sensitivity of instrument results.